Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump had blank display and cracked battery cap. The customer's blood glucose level at the time of incident was 132mg/dl. The mother states they had tried a new replacement cap they received, but the issues persist. The customer was advised the pump would be replaced and returned for analysis.